Manufacturer narrative:
No patient contact reported. Device evaluation: the preloaded delivery system was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar/other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge portion of the preloaded delivery system broke during handling but prior to insertion. No patient contact was reported. Additional information was received and it was confirmed that the tip of the cartridge cracked. Reportedly, the product was discarded by the customer. No further information was provided.